Event description:
The patient reported often experiencing low blood glucose at night and she believed the infusion device did not correctly deliver insulin. She stated that on (B)(6) 2010, she became unconscious while at work and a co-worker called the doctor. Her blood glucose measured 29 mg/dl. She was treated with glucose and transported to the hospital. Her normal blood glucose range is 100-130 mg/dl. She also reported e4 (occlusion) error is often displayed. The issue began in mid to late (B)(6). She stated, she would change the accessories to clear the error but the error would recur after approximately 20 hours. She stated, the piston rod seemed "jerky" during priming. On (B)(6) 2010, she switched to her backup infusion device.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.